Event description:
Caller reported a cgm error regarding a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on how to reset the pump, and the caller was guided through the reset process. The sensor session was successfully started after the reset, and no further cgm errors were displayed.